Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-33, lot#/serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3887-33, lot# v074426, implanted: (B)(6) 2008, product type: lead. Product ID: 74002, lot#/serial# (B)(4), implanted: (B)(6) 2017, product type: adapter. Product ID: 748266. Lot#/serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748266, lot#/serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3887-33, lot#/serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 748266, lot#/serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the physician decided to take a wait and see approach. Whether the issues resolved has not been reported. The cause of the issues was unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported no paresthesia occurred even with maximum output. The impedances were approximately 1000-1500 ohms as a result of the group impedance measurement. Although it was unknown that the event was related, over impedance occurred when electrode settings were set up between the two leads (at impedance measurement using reference #0, over impedance occurred for #4-7 electrode only and at impedance measurement using reference #4, over impedance occurred for #0-3 electrode only). The device settings when the issue occurred included the following: an amplitude of 3.0 volts, a pulse width of 450 us, impedance of 1336 ohms, rate of 50 hz, bipolar polarity with electrode 1.2 for the anode and electrode 0 as the cathode. The usage was not specified/unknown. The electrode impedance included the following when utilizing electrode 4 as the reference electrode: electrodes 0, 1, and 3 were greater than 10000 ohms; electrode 2 was 9942 ohms; electrode 5 was 1833 ohms; electrode 6 was 3629 ohms and electrode 7 was 5200 ohms. When the impedances were ran at 0.70 volts using electrode 0 as the reference electrode, the impedances were the following: electrodes 4, 6, and 7 were greater than 10000 ohms; electrode 1 was 1853 ohms; electrode 2 was 1731 ohms; electrode 3 was 59 ohms and electrode 5 was 9538 ohms. The diary indicated the device was used for 15 hours, and group a was used 89% and group b was used 10%. The group report indicated a1 was programmed using electrodes 1 and 2 as cathodes and electrode 0 as the anode programmed using 3.0 volts and 450 us. Group b1 was programmed using contacts 5 and 6 as cathodes and contacts 4 and 7 as anodes programmed using 3.0 volts and 450 us. The group impedance of program a1 was 1336 ohms and b1 was 1052 ohms. No factors may have led or contributed to the issue. No x-ray images were available. An attempt was made to delivery stimulation with maximum output and pulse width but the patient received no stimulation. No actions or interventions were taken. There was no surgical intervention planned or performed. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.